Event description:
It was reported that during an angiogram diagnosis procedure, a guide wire tip detachment occurred. A 035/180 zipwire guide wire as inserted into an entry needle and when pulled back approximately 3 cm of the wire tip shredded at the base of the entry needle. The detached guide wire tip was left outside the arterial wall in a subcutaneous portion of the anatomy. Angiograph confirmed that the detached guide wire tip was not in the arterial system, and the entry needle was not in the artery but was subintimal. The procedure was completed with a different device. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).